Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness due to hypoglycemia while driving resulting in motor vehicle accident (mva). The patient was treated in the emergency department (ed) for a broken neck and required stitches to the forehead. There are no details about treatment for hypoglycemia. The medications listed are for diabetes and transplant management. The cgm was reading 90 mg/dl and the blood glucose reading was 49 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient was doing well and participating in daily exercise, but still experiencing sensor inaccuracies. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.